Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4)¿ the dentist reported that 1 month after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The patient presented bone type I and 45 ncm of primary stability was achieved.